Event description:
It was reported to philips that the wireless footswitch was not working on an allura xper fd20/15. The clinical use of the system was in use. There was no reported patient or user harm.

Manufacturer narrative:
Provided part numbers and pairing procedure. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4).